Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided indicating that the patient experienced cystoid macular edema following the procedure. In the surgeon's opinion, the cause of the unexpected outcome was the patient's inability to neuro-adapt to the iol.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implantation procedure, the patient experienced dysphotopsia. The iol was exchanged for a different model approximately one month after the initial implantation. Additional information has been requested.